Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer's blood glucose level was 450 mg/dl. The customer reloaded the cartridge to resolve the issue.